Event description:
According to the available information, the catheter fell off and a balloon burst was found. Another product was used alternatively.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Observation of the returned device revealed a balloon burst, with a portion of the balloon missing.

Event description:
Additional information received further reported that there was no harm to the patient, and no part of the balloon in the patient.